Manufacturer narrative:
Date of submission 11/07/2017 the device was returned and evaluated by product analysis on 10/16/2017 with the following findings: the alleged power issue could not be duplicated during investigation. Review of the pump's black box revealed multiple unexplained rebooting events. The battery compartment was found to have been cracked. Moisture was observed within the battery compartment. Leak testing confirmed a battery compartment leak. A battery cap was not returned with the pump; a test cap could secure properly to the pump and a power issue was not experienced. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.